Event description:
Repair request initiated for device with the report of no problem reported. No patient impact reported. The event escalated to  product event as evaluation confirmed detached bearing.

Manufacturer narrative:
H3 product analysis: evaluation determined that several tube bearings are broken. The likely cause of failure could not be determined. It was also noted that it is impossible to insert a bur, the bearings, springs and o-rings are worn and the laser markings are partially fading. B3 date of notification: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.